Manufacturer narrative:
(B)(4) - urinary/bowel problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, organ perforation, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems, dyspareunia, and neuromuscular problems. It was reported that patient underwent cystoscopy/inject implant to urethra on (B)(6) 2006 due to sui, and intrinsic sphincter deficiency. It was also reported that on (B)(6) 2006 the patient underwent a cystoscopy/tegress urethral implant due to intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2006 and mesh and the pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/06/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.